Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired due to multi organ failure. Per information provided, there was no device or therapy issue associated with the outcome. No further information was provided.

Manufacturer narrative:
Section b2 (date of death), g3, and h8: correction. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to multi organ failure could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was noted that (B)(6), would not be explanted. There is no product available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU lists various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.